Event description:
The patient had a competitor primary surgery and then was revised with medacta components on (B)(6) 2021. On (B)(6) 2022, the patient came in reporting pain due to a torn patella tendon. The surgeon preformed a patella tendon repair and revised the insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 april 2022: lot 2012971: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-mar-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.